Manufacturer narrative:
The serial number of the analyzer is (B)(6).the investigation is ongoing.

Event description:
There was an allegation of questionable results with the elecsys hiv duo assay for a patient sample tested on the cobas e 801 analytical unit.the initial result was 9.40 coi (reactive).on (B)(6) 2026, the repeat result was 0.245 coi (non-reactive).the non-reactive result was deemed correct.